Event description:
It was reported that during the implant attempt, the helix moved out but could not be retracted. Another 6947 lead was used. No patient complications have been reported as a result of this event and the patient is reported to be okay.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the helix was distorted/bent and there was blood in/on the helix mechanism and sleeve head. There was apparent explant damage. Corrected data: patient date of birth and patient date of death, device mfg date.